Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level exceeded 500 mg/dl, indicated as "high"; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy and resumed insulin after acknowledging the alarm. The customer did not require third-party assistance. Reportedly, the customer continued to use the pump for insulin therapy.